Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced being lightheaded and tired and presented in clinic for a follow up on (B)(6) 2020. Upon examination, it was discovered that the atrial lead exhibited noise from may 31st. The p waves appeared to be too small to program around. It was recommended that the patient be brought in for additional testing and possible lead revision.

Event description:
New information received stated that the atrial lead sensitivity had been reprogrammed. However, on (B)(6) 2020, it was found that the lead exhibited additional episodes of noise. The clinician elected to continue to monitor the lead without making other changes at this time.

Event description:
New information received stated that the clinic observed no episodes of lead noise prior to (B)(6) 2020. The clinic had brought the patient to the clinic and was unable to reproduce the noise via isometric testing. No patient symptoms were reported and the clinic would continue to monitor the lead.